Event description:
Transtelephonic monitoring revealed loss of pacing. Upon examination it was noted that header had separated from the device. It was reported that 2 weeks earlier, the patient had been pushed and in turn fallen from a bus step and landed face forward on the ground.